Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported a loss of stimulation. The patient reported that one of their leads had moved. A revision surgery was done to replace the leads that the patient originally had with paddle leads. It was reported that no action was needed as the patient already had the surgery and the lead had been replaced. Relevant medical history includes spinal pain.